Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported event of no suture being present after the plunger was removed. The posterior foot was found broken and was not returned with the device. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of a needle to cuff miss or a foot break. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an abdominal aortic angioplasty and stenting interventional procedure. Reportedly, when the plunger was removed, no suture was present. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f, guide wire: terumo, stent: atrium 14x29cm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.